Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in a micro-centrifuge vial. Visual inspection found lens haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -10.50/1.0/093, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. This explant resolved the problem. Cause of event was unknown.